Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the advanced technical log for the instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show the instrument was installed on the system 12x and fired 12 reloads (1 gray, 1 white, 1 gray, 9 green, in that order). On installs 1-5, 8, 9, and 12, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 6 and 11, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 7, the first two clamps were successful, and the firing was completed with no pauses for compression. On install 10, the first clamp was incomplete, stopping at ~67% completion. The next clamp was successful, and the firing was completed with 1 pause for compression. After the 12th install, the instrument was removed and not used again in the procedure. There were no stapler related errors in the logs. A review of the provided video was performed, and the following additional information was provided: based on the video review, it appears that the jaws of the instrument are not fully opening.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure; after firing a few reloads, the sureform 45 curved-tip stapler could no longer be fully opened in the thorax. The surgeon was still able to maneuver the device but had to push the stapler in an open position into the patient's body with another instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The customer was preparing for stapling lung parenchyma when the issue occurred. The jaws were stuck on tissue when the issue occurred. The jaws of the instrument were not clamped closed after they had been working and could not be open when commanded by the user. The jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal. There was no bleeding.